Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2018-01077; 508-00-036, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Patient presented with a painful shoulder after 15+ years. Dr. (B)(6) decided to wash out and perform a head and liner swap out.